Event description:
Reporter indicated that one of the tie-downs used to secure the vns therapy system had migrated near the generator and was causing the pt irritation and discomfort. It was reported that revision surgery was performed, during which the surgeon made a tiny incision, re-anchored the tie-down and then closed the pt. The incision has reportedly healed nicely and the pt reports no further problems. The pt has reportedly been seizure-free for months with the vns therapy. Investigation to date has been unable to determine the cause of the tie-down migration.